Event description:
It was reported that this pacemaker triggered alerts for automatic threshold tests not being able to be completed for the right atrium (ra) and right ventricle leads. There were 4 consecutive days with failed tests, therefore the test were suspended. The origin for the failure was suspected to be related to intrinsic beats. The presenting electrogram showed the atrium and ventricle signals close to one another as well a ra intrinsic amplitude >25mv therefore could be ra lead dislodgement. Field representative was in agreement and would bring the patient for lead evaluations. The ra lead was confirmed to be dislodged and was repositioned at a surgical intervention. No additional adverse patient effects were reported.